Event description:
It was reported to philips that the c-arm movement was jerky, preventing continued use after rotating to the oblique position on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the c-arc potentiometer, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).